Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospice on (B)(6) 2018. The cause of death was cancer. The caller did not identify any other health issues or illnesses that may have led to their passing. The customer¿s blood glucose was in the 40 mg/dl range the day prior to death. The customer was given too much morphine to be able to treat their blood glucose. The customer's blood glucose was almost 600 mg/dl three-four hours prior to death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).